Event description:
It was reported that the pulse generator exhibited a loss of output on the ventricular channel. The device was not used and a new device was implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).